Event description:
It was reported that intermittent occlusion alarm occurred. On (B)(6) 2024 the customer's husband took the customer to the emergency room (ER) and the customer was subsequently admitted into the intensive care unit (ICU) with a blood glucose level of 500 mg/dl and ketones. Ketone levels identified by their healthcare provider as life threatening. Customer reported that she fell on right side and bruised the side of her ribs towards her breast. Customer attempted to address the elevated (bg) by resuming insulin therapy on the pump. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on (B)(6) 2024 with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.